Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported that there was no hospitalization for the event. The same day as the event onset, the patient was treated with vancomycin injection (1 gm stat, intraperitoneal, for one day) and amikacin injection (125 mg, intraperitoneal, once daily, ongoing) for peritonitis. The patient recovered from cloudy pd effluent and peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.